Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor readings were different from his blood glucose. The customer stated that there was up to a 50 mg/dl difference, but this was typically after meals, which he expected. The customer cited a reading of 92 mg/dl while his blood glucose was in the 40 to 49mg/dl range. The customer changed sensors, did one calibration and sensor glucose was 115 mg/dl while blood glucose was 154 mg/dl. Nothing further was reported.